Event description:
The customer reported a "mp50 speaker operation failure" with a loss of audio. There was no allegation of an adverse event or any patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.